Event description:
This is filed to report single leaflet device attachment/slda , recurrent mitral regurgitation, and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed, reducing mr. Then the next day, on (B)(6) 2022 one of the clips became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized. On (B)(6) 2022, one additional clip was implanted. Two total clips were implanted, reducing mr to 3. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported poor imaging was due to challenging patient anatomy. Additionally, the reported mitral regurgitation (mr) was a cascading event of reported slda. The reported patient effect of mr is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. Lastly, reported unexpected medical intervention and hospitalization were result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.